Event description:
After birth of her last child, pt was advised by her dr that the essure was side effect free. She decided to have the procedure done and it took 3 hours instead of 45 minutes. During placement she was in excruciating pain and discomfort. The rep was present and was guiding the dr through the procedure. Since device implantation, user experienced continual bleeding for 9 months, nausea, fatigue, rashes, scar tissue, cramping and lesions. Pt states that an allergy for nickel, which is standard procedure, was never done and it was revealed after this episode that she indeed has a nickel allergy. During surgery for removal, one coil was found floating in her pelvis. Currently, the patient symptoms have stopped and she believed that the device caused her pain and injury which includes a hysterectomy.